Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed and unable to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, but user managed to get the meds from the pharmacist. There was a delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. Case (B)(6). A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inseparable magnet was missing from the drawer. A field service engineer replaced the magnet to resolve the issue. The customer confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.